Event description:
It was reported that patient had been using the intermittent catheter for years and called and stated that they put the catheter in, felt resistance and had some bleeding. Representative not sure if it was the catheter and it could be something else causing the patient to bleed. The patient said when they rotate it, they feel it had a hard time moving inside of them as well. Advised the patient to not ever use force. The catheter in the package seems to be wavy, not straight. Stated that they did not have the exact date of the incident, but it was sometime between (B)(6) 23 and (B)(6) 23. Per follow up via mail on (B)(6) 2023, patient had a hard time inserting catheter, but they did get it in the bladder followed up by bleeding. Gave their something else that helped pass it something through, passed a blood clot and then got a urinary tract infection. Patient was on anti-biotic.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." Corrections: b,e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had been using the intermittent catheter for years and called and stated that they put the catheter in, felt resistance and had some bleeding. Representative not sure if it was the catheter and it could be something else causing the patient to bleed. The patient said when they rotate it, they feel it had a hard time moving inside of them as well. Advised the patient to not ever use force. The catheter in the package seems to be wavy, not straight. Stated that they did not have the exact date of the incident, but it was sometime between (B)(6) 2023 and (B)(6) 2023. No medical intervention was reported. Per follow up via mail on 14apr2023, patient had a hard time inserting catheter, but they did get it in the bladder followed up by bleeding. Gave their something else that helped pass it something through, passed a blood clot and then got a urinary tract infection. Patient was on anti-biotic.